Manufacturer narrative:
Device expiration date: unknown. Device manufacture date: unknown. Investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. Based on the above, no additional investigation and no corrective/preventative action (CAPA) or situational analysis (sa) is required at this time.

Event description:
It was reported that the bd 4mm pen needle experienced the cannula breaking off. The following information was provided by the initial reporter: the customer¿s report is that the needle npe was broken and the broken piece was trapped in the pen.